Event description:
A patient had an implant of a trochanter nail and steinman pin in 2003 for pathological fracture of the hip associated with metastatic cancer of prostate. They had an uneventful recovery and return home. They had been doing normal activities with full weight bearing. Three months later, they experienced sudden and severe pain in leg and went to the doctor. It was determined that the trochanter nail had fractured. They were taken to surgery where the nail was removed and a prosthetic device was placed. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)